Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an insulation breach on the superior vena cava (svc) coil. Medical adhesive was used to repair the lead and the svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.